Event description:
Additional information received from a healthcare professional (hcp) reported that the cause of the implantable neurostimulator (ins) malfunctioning was determined to be open circuits in all but c+3. They were trying oral medication before revision.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v470263, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) "failed on me." Her manufacturing representative (rep), which was later determined to be not a rep but the doctor's physician assistant, initially thought the wires were disconnected but it was later found that it had something to do with the ins. Clarification was asked, but the patient did not know what the ins malfunction was and no one told her. The ins and lead were replaced. It was unknown if the patient recovered completely. The patient had noticed the problems in (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.